Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Unihg, gold-tite® hexed uniscrew lot unknown. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported issues in both cases uniht fractured and unihg did not screw, it was not tightening against the crown. Surgery was completed with other screws. No patient impact was reported. Removal date: (B)(6) 2026. This event refers to the fracture screw.